Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited low pacing impedance after fixation. Upon trying to reposition the lp, the delivery catheter and lp slid back into the atrium and snagged on a mitral and septal clip. After several attempts, the clips were disengaged by advancing the delivery sheath to the distal portion and providing counter-traction. The clips remained implanted but the septal clip was inverted. The implant attempt was abandoned. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of low impedance could not be confirmed. The leadless pacemaker was returned for analysis. Visual inspection found the helix was compressed out of specification. The helix compression is consistent with having occurred during procedure. Analysis performed, including impedance measurements, found no anomaly contributing to the reported event of an impedance problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.